Manufacturer narrative:
The full identifier is case (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. All assay and system verifications met specifications at the time of the event. No hardware errors or flags were reported in conjunction with the event. Two patient samples were sent to the beckman coulter complaint handling unit (chu) for testing. The chu obtained non-reactive results for both samples using the beckman coulter sars-cov-2 igg assay, which aligned with the customer's testing results. The two patient samples were also tested using the beckman coulter sars-cov-2 igm assay and non-reactive results were obtained. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported non-reactive covid igg results (access sars-cov-2 igg, part number c58961 and lot number 971198) were generated on the customer's dxi (uni cel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4)) for one patient. The customer reported the patient had previously been tested and reactive igg and negative igm results were generated with the maglumi assays in (B)(6) 2020. The customer also reported the patient sample generated reactive results using the roche total antibodies assay in (B)(6) 2020; results were 26 (units not provided) and 15 (units not provided), respectively. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.

Manufacturer narrative:
On 15january2021 the beckman coulter complaint handling unit (chu) received and tested, duplicate, two (2) additional samples which were sent from the customer. The testing results were as follows: sample s1: sars-cov-2 igg: 0.46 s/co (non-reactive); 0.46 s/co (non-reactive). Sars-cov-2 igg ii (quantitative): 5.11 so/ml (non-reactive); 6.56 au/ml (non-reactive). Sars-cov-2 igm: 0.28 s/co (non-reactive); 0.29 s/co (non-reactive). Sample 2: sars-cov-2 igg: 0.51 s/co (non-reactive); 0.47 s/co (non-reactive). Sars-cov-2 igg ii: 6.48 au/ml (non-reactive; 6.77 au/ml (non-reactive). Sars-cov-2 igm: 0.34 s/co (non-reactive); 0.29 s/co (non-reactive). Reference ranges: sars-cov-2 igg: non-reactive 0-<1.0 s/co. Reactive =1.0 s/co. Grey zone = 0.80 to <1.0 s/co. Sars-cov-2 igg ii (quantitative): reactive: = 10.0 au/ml. Non reactive: < 10 au/ml. Sars-cov-2 igm: non-reactive 0-<1.0 s/co. Reactive =1.0 s/co. There is no evidence of a malfunction. The reactive sars-cov-2 igg result obtained from an alternate method was obtained on a sample collected six (6) months prior to the event and is not comparable to the access results. A decline of the antibodies with time has been observed after covid-19 infection and is observed with the roche assay. In conclusion, the cause of the event cannot be determined with the available information.